Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer was on a beach and a wave got the pump wet. Customer also stated that after changing the battery they received another alarm that cannot be cleared. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with button error alarm and had unresponsive all buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify unexpected restart alarm due to unresponsive button. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.